Event description:
Incident happened prior to 5/18/99, but this was the first pmi heard about it. Sales rep was visiting the lab and was told that aj was used and a "suction dissection" happened during one of the cases. It occurred in native circumflex, totally occluded, 2.5 vessel. Started using aj in narrow. Used balloon. Pt fine. Physician performing the case did not mention it to sales rep when they were talking, prior to going into the lab. Sales rep followed up with physician and was told that the pt had an acute mi. Pt was transferred from salem, occlusion in circ., branched and the thrombus was there. Main was 2.5 and distal were smaller. Physician thinks it could have been ruptured plaque. Pt had mitral regurgitation. Physician passed guidewire down distal branch. Made one pass fine. Physician had pre-dilated to 2mm. On the 2nd pass with aj, he felt a grab. Physician said the dissection could have been from the pre-dilation or the 1st aj pass. Pt is fine after the one balloon was used. 5/20/99 per sales rep, unk age or sex of pt. 5/20/99 per r&d manager, dissection is a known complication of percutaneous procedures; co IFU states dissection in section 5.2 potential adverse events.